Event description:
Event description boston scientific received information that capture failure was observed on the holter monitor one week following implant with this single chamber device and ventricular lead system. The physician commented that x-ray shows the lead tip slightly migrated from the original position. Also the tip of the terminal pin is inserted appropriately in the connector port, and about 1mm of the tip can be confirmed to be protruding from the connector end. A programmer system check showed almost no change in threshold, amplitude and impedence compared to implant. The physician's view on the event is micro-dislodgement. The field representative requested technical services to review the data for the cause of capture failure.